Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd intervascular administration set experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Patient report stating that her bed was wet and thought her IV may be leaking. Rn went in to assess and after flushing IV and checking the line, found a small hole at the end of the primary line near where it connected to the patient. What was the date and time of event? (B)(6) 2020. Did this event occur during patient use? Yes. Patient demographics: k.g. (B)(6) y.o. Female, 89 kg, dx: antepartum, hx: no pertinent medication involved: normal saline carrier (primary infusion) ampicillin (omnipen) 2,000 mg (secondary infusion). Size of container: normal saline carrier: unknown, ampicillin: 100 ml. Was there any harm to the patient? No.